Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l44338, implanted: (B)(6) 1997. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection ¿inside¿. It was suggested that it was a staph infection. It was noted that the patient¿s pump physician ¿took care of her¿ and nothing needed to be explanted. The infection was drained, the patient was given antibiotics and ¿everything worked out¿. The infection occurred two years ago. Additional information was requested but was not available at the time of this report.